Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer support assisted the caller with resetting the pump, but the malfunction reoccurred. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).